Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is experiencing excessive artifact that causes an inability to use the deice on patients. New and known working ECG cables have been tried with like results. The ECG cables from this device were used on other tempus pro devices with no issues. The device was in use on a patient at the time of the event, however no patient or user health consequences or impact were reported.